Event description:
Boston scientific received information that this right atrial (ra) lead exhibited pacing impedance measurements of less than 100 ohms. Noise and oversensing were observed in both bipolar and unipolar pacing configurations. An insulation issue was suspected. The device was reprogrammed to vvi mode and the patient would continue to be monitored, with a follow-up check scheduled for the next month. No adverse patient effects were reported.

Manufacturer narrative:
As of today, the lead reamins implanted but abandoned electrically. This report will be updated if additional information becomes available.

Event description:
--

Manufacturer narrative:
The device was checked again the following month. The atrial lead measurements were found to be within normal range; specifically, the pacing impedance measurement was 980 ohms. However, the patient was feeling well at the current programming of vvi mode, so no programming changes were made at this time. The patient and lead will continue to be monitored.